Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was seeing a power on reset (por) message on the recharger. The patient was unable to adjust stimulation. It was noted the patient saw the por a few weeks prior to the report. It was confirmed the por was a warning por. It was reviewed how to clear the por and the patient was redirected to their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.